Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The device does not have any repair history. Though the root cause cannot be conclusively determined, it is likely that the distribution board failed due to aging of the device.

Manufacturer narrative:
There is no additional event information available as yet. The event date is unknown. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The user¿s complaint was confirmed. Upon inspection, the background of the image was red. There was a bad video image with the 190 series scopes due to the faulty distribution board. The switch was defective as well. There was normal wear on the housing. In conclusion, the reason for the faulty distribution board could not be determined.

Event description:
As reported for this event, the device was processing a defective image with a red background. There was no reported patient involvement.